Event description:
Event description cpi received information that selute picotip lead was removed from service due to loss of capture and high thresholds. The lead was replaced with a positive fixation lead.